Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 9 years and 1 month following the implant of this transcatheter bioprosthetic valve, an echocardiogram doppler revealed overall mild aortic regurgitation, mild paravalvular leak, severe prosthetic stenosis, valve calcification, a mean gradient of 65 mm hg, and a peak velocity of 5.6 m/s. The aortic valve area was 0.9 cm sq. No additional adverse patient effects were reported.

Event description:
Additional information was received that the patient had a calcified native annulus and left ventricular outflow tract (lvot) that c contributed to the elevated gradient. The implant depth on the non-coronary cusp (ncc) was 8 millimeter's (mm), and the implant depth on the left coronary cusp (lcc) was 5 mm. The patient was still being evaluated for another transcatheter aortic valve replacement, but treatment was not yet performed. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.